Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the stapling phase in a laparoscopic gastric mini bypass procedure, the stapler dragged the tissue so there was poor staple formation. It was also reported that the staple line was incomplete distally. The staple line was fixed with sutures. Another stapler was used to complete the case. The surgical time was extended 30 minutes or more due to the product problem. The event led to extended patient hospitalization of 2 days.